Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.